Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser equipment was examined and tested at the customer location by an abbott field service specialist (fss). The fss found no issues related to the torn flap reported. The fss performed a field service checklist. The surgeon settings and gel was checked. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a torn flap on the day of initial laser treatment. A brief description from the surgery center indicated the flap had torn causing significant flap damage when attempting to lift the flap. The procedure was aborted and not completed and a bandage contact lens was placed. The patient is now reading the 20/25 line on the chart when they were previously reading the 20/15 line with one letter incorrect. The patient may regain vision that is better than 20/25 after reaching refractive stability. Through follow up, the surgeon referred the patient to a corneal specialist. Uncorrected visual acuity (ucva) from (B)(6) 2017. Right eye post-op 20/20. Left eye post-op 20/150 pinhole (ph) 20/30. Ucva from (B)(6) 2017. Right eye post-op 20/25. Left eye post-op 20/100.